Event description:
The patient stated that he was about to give himself a bolus before breakfast and his infusion device displayed "3.0" and "77". He stated that the power pack had been in use for over 2 weeks. He stated that he forgot to change it. He was educated on the importance of changing the power pack every 2 weeks. He stated that he had been receiving regular power pack shipments per the recall. The patient was able to insert a new power pack and his infusion device functioned properly. He was able to bolus correctly. No physiological effects were reported. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.